Event description:
Rptr is the director of clinical services for an acute care facility. A concern that they have had for quite some time is the lack of sterility control regarding the use of disposable syringes for injection. Disposable syringes are designed such that the barrel of the syringe is opened to enviromental air and therefore all of the potential room contaminants. The professional working with the syringe, doctor, nurse, pharmacist, should be guaranteed that the pt is not being exposed to any environmental contaminants. The inside barrel of the syringe is exposed to : 1. Dead skin cells falling from the fingers into the barrel. 2. Skin hairs falling into the barrel. 3. Room air contaminants; mold, bacteria, viruses, spores, etc. Entering into the barrel. Once inside the barrel, these contaminants will adhere to the walls and will come in contact with the sterile intended to be administered by injection. Rptr considers this to be a mfg problem and to be easily and inexpensively corrected by the addition of a plunger cover which can make the syringe totally closed to enviromental contamination. Rptr believes that this problem is serious and should concern the FDA and all health agencies.